Manufacturer narrative:
(B)(4). The reported event was identified during review of a journal article. High early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty. The reported event was identified during review of a journal article: waterson, h. B., whitehouse, m. R., greidanus, n. V., garbuz, d. S., masri, b. A., & duncan, c. P. (2018). Revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications. The bone & joint journal,100-b(6), 720-724. Doi:10.1302/0301-620x.100b6.bjj-2017-1466.

Event description:
It was reported in a journal article patient experienced a revision due to swelling, in-vivo implant corrosion and adverse local tissue response on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.